Manufacturer narrative:
The provided photographs exhibit the reported incident of burned patient. However, the device will not be returned for evaluation as it was destroyed by the user facility; therefore, the root cause cannot be determined. Based on the instructions for use and r&d analysis these types of burns can potentially occur due to any of the following scenarios: poor connection between the suction port and the vacuum source resulting in a disconnected suction line and exposing hot fluids; lack of suction or poor suction connection leading to an increased temperature within the joint which could have dripped down from the handpiece while the probe is activated; any metal that may have been in contact with patient skin; activating electrode while any portion of the electrode tip is in contact with another metal object (i.e. The scope); a burn can also occur without the use of a conductive fluid when the active electrode is in contact with the patient and the generator is activated. There is enough rf (radio frequency) energy to cause an unintended burn if the probe is activated and there is no saline present. It would not take any time to cause the burn. Although, this event was confirmed for patient burns, the device was not returned for evaluation and functional testing; therefore, conmed was unable to verify whether the device malfunctioned. However, there is no evidence in the provided photographs exhibiting that the device did not work as intended. The manufacturing documents from the device history record have been reviewed with special attention to the manufacturing and inspection of the product. The product released for distribution was found to have met all specifications prior to shipment. This is the only complaint for this lot number and failure mode within the past two years. A two-year review of complaint history revealed there has been a total of 4 complaints, regarding 4 devices, for this device family and failure mode. During this same time frame 165,364 devices have been manufactured and shipped worldwide. Should all the complaint devices have been found confirmed for this reported failure, the rate of failure would be 0.00002. Per the instructions for use, the user is advised the following: the temperature monitoring feature is designed to provide temperature information of local fluid that comes into contact with the distal tip of the device. Ensure all accessories are properly and securely connected and function as intended. Improper connection may result in arcing, sparking, or malfunction of the device, any of which can result in an unintended surgical effect, injury, or equipment damage. Do not insert, withdraw or touch the active tip of the probe when power is being applied. This may result in an unintended surgical effect, injury, or device damage. Use care to avoid accidental activation of either cut or coagulation modes when not in contact with target tissue to avoid possible patient injury. When not in use, place the device in a safe and highly visible area not in contact with the patient. Inadvertent activation while in contact with the patient may result in patient injury including burns. Ensure that the connection between the suction port and the vacuum source is securely fastened. If the suction line becomes disconnected interoperatively, the healthcare provider or patient may be exposed to hot fluids. If this is observed, use care to avoid contact with the effluent and reconnect the vacuum source. If it is not desired to use the suction feature, ensure the roller clamp is securely closed in order to prevent loss of joint fluid, intraarticular pressure or possible burns from heated fluid. Electrodes and probes of monitoring, stimulating, and imaging devices can provide paths for high frequency currents even if they are battery powered, insulated, or isolated at 50/60 hz. The risk of burns can be reduced (but not eliminated) by placing the electrodes of probes as far away as possible from the electrosurgical site and the return electrode.

Event description:
The sales representative reported on behalf of the customer that the aes-90sn was being used during a shoulder ask procedure on (B)(6) 2020 when the user reports that a 1st degree burn occurred to the upper arm of the patient. The device had been in used for a maximum of 5-minutes when the event occurred. The burn occurred approximately 10 cm from the incision. The procedure was completed without using an alternate device. This report is being raised on the basis of malfunction with potential for injury upon reoccurrence.